Event description:
It was reported that a patient death occurred. The patient presented with acute myocardial infarction, cardiogenic shock, left ventricle (lv) dysfunction, right ventricle (rv) dysfunction. A coronary angiogram (cag) revealed triple vessel disease and the patient was referred for an emergency percutaneous transluminal coronary angioplasty (ptca) to the right coronary artery (rca) and a left circumflex (lcx) artery. It was noted that the patient condition was bad when admitted for the emergency ptca. A 28 x 2.75 promus premier select stent was deployed in the rca, and a 20 x 2.75 promus premier select stent was deployed in the lcx. The procedure was completed. After 8 hours, post procedure, the patient developed reinjured cardiac arrest. There was an attempt to revive the patient's life, but unfortunately, the patient passed away. It was further reported that the 90% stenosed target lesion was located in the moderately calcified and moderately tortuous and angulated lcx and the 95% stenosed target lesion was located in the moderately calcified and moderately tortuous and angulated rca. There were no issues with stent deployment and it was noted that the balloon inflated and the stent fully deployed.

Manufacturer narrative:
A3 age at time of event 18 years or older. B2 death date corrected.

Manufacturer narrative:
Age at time of event 18 years or older.

Event description:
It was reported that a patient death occurred. The patient presented with acute myocardial infarction, cardiogenic shock, left ventricle (lv) dysfunction, right ventricle (rv) dysfunction. A coronary angiogram (cag) revealed triple vessel disease and the patient was referred for an emergency percutaneous transluminal coronary angioplasty (ptca) to the right coronary artery (rca) and a left circumflex (lcx) artery. It was noted that the patient condition was bad when admitted for the emergency ptca. A 28 x 2.75 promus premier select stent was deployed in the rca, and a 20 x 2.75 promus premier select stent was deployed in the lcx. The procedure was completed. After 8 hours, post procedure, the patient developed reinjured cardiac arrest. There was an attempt to revive the patient's life, but unfortunately, the patient passed away.